Event description:
During an egd, an endoscope with an outer diameter of 12mm passed through the stricture with some difficulty. In december 2002, a wilson-cook esophageal z-stent with dua anti-reflux valve was placed inside the esophagus. The pt was advised to follow a soft diet. The pt did not receive radiation or chemotherapy treatments while the stent was in place. In 2002, the stent migrated into the stomach. The stent was retrieved with a snare. No pt injury was reported.